Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the expulsor was too high. No problems were found in the event history log. Functional testing found that the pump did not hold data which indicated a faulty pwa, and the pump also failed flow accuracy testing. The root cause was stated as unknown. The pwa was replaced and expulsor trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a faulty cassette sensor. The event occurred during preventive maintenance. There was no patient involvement and no patient harm.